Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with the smiths tampered seal label missing and a bubbled downstream occlusion sensor seal. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. There was no evidence of the reported issue found in the event log. A functional and visual testing was performed to investigate the reported issue and it was confirmed. The latch handle was loose; the handle screw was stripped. The latch/lock assembly was replaced.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was a defective latch lock. There was no patient, or clinician injury associated with this occurrence.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. Please disregard the initial report submitted with the MFR number: 3012307300-2021-04888. The report was submitted in error., corrected data: corrected information provided in h10.